Event description:
The customer reported false troponin I (access accutni) results for one patient that had a serial draw due to chest pain involving the access accutni assay used in conjunction with the access 2 immunoassay system and access accutni calibrator. The false results were above the acute myocardial infarction (ami) limit. Initial results of 1.93 ng/ml and 1.90 ng/ml were obtained. The result of 1.90 ng/ml was reported out of the laboratory. The patient was sent to the cardiac catheterization laboratory as a result. The customer indicated nothing was observed during the procedure. The customer believed the patient was still in the hospital as of (B)(6) 2013. The customer was not aware of any injury to the patient as a result of the catheterization procedure. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome. The customer then performed some of the samples on an alternate methodology and obtained results of 0.0 ng/ml. A few hours after, the customer retested the original sample, on the same access 2 instrument, and received results of 1.66 ng/ml and 1.69 ng/ml. For these retest results, the customer stated the sample had not been stored appropriately by the time reanalysis was performed and did expect the decrease observed. On (B)(6) 2013, the customer analyzed a serum sample from the patient and received results of 2.24 ng/ml and 2.18 ng/ml. The customer then performed a 1:2 dilution and received a result of 1.5 ng/ml. The customer also indicated the sample was sent to a different site and generated a negative result but did not have further details. The patient¿s samples were collected in 5 ml heparin plasma separator tubes and centrifuged at 7,200 rpm (rotations per minute) for three minutes, at room temperature. The samples were analyzed stats and not stored. Two levels of quality control (qc) are performed and no qc issues were noted. There were no issues with system checks. The customer sent the patient¿s sample to beckman coulter for further analysis.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, testing at beckman coulter customer product line support (cpls) laboratory confirmed the existence of a patient source interferent for the sample received from the customer. The interference likely relates to alkaline phosphatase. This interfering compound causes reproducible false positive results but is distinct from heterophile antibodies. Per product labeling: other potential interferences in the patient sample could be present and may cause erroneous results in immunoassays. Some examples that have been documented in literature include rheumatoid factor, endogenous alkaline phosphatase, fibrin, and proteins capable of binding to alkaline phosphatase. Carefully evaluate the results of patients suspected of having these types of interferences. For assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies.